Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the board has failed due to accidental failure of parts. The board has a signal generation / output circuit, and it is likely the serial digital interface output had stopped due to the failure.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The unit failed inspection due to no output signal from both serial digital interface (sdi ). The dx board was found faulty. There was cosmetic wear on the unit¿s housing that did not affect the functionality of unit. The unit was equipped with up to date software and new type switch. The cause of the faulty dx board cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.